Event description:
The rv lead impedance reading had been greater than 3000 ohms since (B)(6) 2010. The ra lead impedance had also been climbing. When the device was examined at the time of explant the set screws where noted to be properly screwed down and there were no visible signs of lead issues. The high impedances were confirmed via home monitoring, the device parameters and a psa. The physician extracted the whole system at this time and replaced it.